Event description:
It was reported that this implantable cardioverter defibrillators (ICD) exhibited high out-of-range (oor) shock impedance measurements on the right ventricular (rv) lead. The healthcare professional (hcp) indicated that there will be an upgrade to a crt-d system. Technical services (ts) recommended performing commanded shock testing during the upcoming procedure. No adverse patient effects were reported. This device system remains in service at this time.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.